Event description:
It was reported that the ptca/stent procedure was performed to treat a stenosis in the diagonal. After pre-dilatation of the lesion, one stent was deployed and then another stent was deployed distal to the first (contrary to IFU). Further injections demonstrated that there was a small perforation in the diagonal at the site of the tightest stenosis. The pt was slightly bradycardic and the blood pressure had dropped; atropine was given with improvement. However, the pt continued to experience chest pain and st depression. A balloon catheter was advanced to the diagnonal to treat the perforation and a further injection demonstrated a well sealed perforation.